Event description:
(B)(4). I had 3 cavities, under 3 existing amalgam fillings. All 3 fillings had to be replaced. During the first week after the procedure, I was experiencing fatigue, yet insomnia and horrible nausea. I was sent home from work because I was feeling so bad. The nausea was so severe that I had to constantly have something on hand to eat. The nausea would wake me up in the middle of the night. By the 2nd week, I came down with a horrible case of bronchitis that lasted over 2 weeks. My teeth and gums were also very swollen and sore during this time. It was not just the ones that were worked on. Within 4 weeks of the dental procedure, I started seeing blood in my stool. I was subsequently diagnosed with pans ulcerative colitis. During this time, I was also nursing my (B)(6) son whose language development stopped. His behaviors began to regress. He showed confusion when asked to do things he had done before, such as point to body parts. He was subsequently diagnosed with autism. Testing showed that his mercury levels were 5 times the normal amount for a child his age.